Event description:
A caller reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information, and the customer was guided through the process. Instructions were emailed as the caller did not have the required insulin in the cartridge, and they were advised to call back for any further issues.